Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a flexiva 200 laser fiber, the fiber functioned for a few minutes and then stopped. The fiber was used with a lumenis 100 watt laser. The laser settings were not provided by the customer. The procedure was completed with another flexiva 200 laser fiber without any complications to the patient, who is reportedly "fine" post procedure. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event.

Manufacturer narrative:
Visual analysis of the returned fiber revealed approximately 4.0 mm of exposed glass tip remaining and appeared unused. The aiming beam exiting from the distal tip is extremely weak indicating that the fiber is broken within the connector.